Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the device appears to be drawing excessive power due to an radio frequency (rf) overuse condition. The power consumption increase correlates with a rapid increase in rf time and incomplete device interrogations. The patient stated he had added many other electronics in his house. The rf overuse may be due to a noisy environment or poor placement of the communicator. Communicator placement was discussed with the patient. It was also reported that this patient has been in chronic atrial fibrillation (af) for the past seven months. The caller inquired if the battery status could be impacted by chronic af. Data review identified the device has been sensing high atrial rates due to the af. A boston scientific technical services consultant recommended device reprogramming to vvi mode and programming off the atrial lead to conserve as much battery as possible. Further investigation will most likely occur to determine the cause of the rf overuse issue. No adverse patient effects were reported.